Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-10-15. H6: investigation summary: a device history review was conducted for lot number 9296056. One photo and one sample was received by our quality team for evaluation. From the photo and the sample, a cracked barrel was observed, confirming the customer experience. At the syringe assembly process, there was barrel poor feeding which caused the barrel slant infeed into the dial pocket and resulted in a part being caught / trapped and subsequent parts are jammed at the star dial to the main assembly dial machine. This could have led to the trapped parts colliding with the on-going production part, eventually causing a cracked barrel. During production, the production technician saw parts jammed at the main assembly dial and saw the trap part caught in the gap between the star dial and guide skirt. The technician removed the trapped part and performed the sampling, no defects were found and production resumed. The defect could have been an escapee which was failed to be removed by the production technician from the line during line clearance resulting it to flow to subsequent process. This resulted due to poor backtrack process/record. Communication with the production technicians to raise awareness on this reported defect and training and communication with production technicians on the documents to be used for recording backtrack details will occur.

Event description:
It was reported that syringe 3ml ll had a cracked barrel. The following information was provided by the initial reporter: "cracked barrel."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 3ml ll had a cracked barrel. The following information was provided by the initial reporter: "cracked barrel".